Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 14. Details of surgery: sinus augmentation. On (B)(6) 2024, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, bleeding and inflammation. No further patient complications were reported.